Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to this issue. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump before the call, and technical support assisted in completing the reset. The malfunction code did not recur, and the customer could continue using the pump. Technical support advised the customer to call back if the malfunction code reappears, and the caller acknowledged and understood these instructions.